Event description:
It was reported the device was used during a diagnostic laparoscopy. The device shield fired prematurely covering the blade of the trocar, thus not allowing the blade of the trocar to penetrate peritoneum. A new 355ld trocar was pulled to complete the case. There was no consequence to the pt.